Event description:
While on use on a patient, the anesthesia workstation generated an alarm for high airway pressure. There was no patient harm. Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our company field service engineer. No faults were found and the anesthesia workstation worked as intended. The device logs were downloaded and sent for evaluation. The evaluation of the logs shows no underlying technical malfunctions that could have affected the anesthesia workstation leading to the experienced difficulties as reported. A successful sco was done both prior to and after the event which suggests that there was no technical malfunctions. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer´s ref #: (B)(4).